Event description:
Complaint received as follows: applied avpo and then covered with socks. No discomfort with application. In 8 hours, after taking off socks, had severe blisters on dorsum of left and right foot and on 50 percent of plantar side of left foot and 100 percent of plantar side of right foot. EU states she went to emergency room where the debrided and dressed with silvadene. The symptoms appear to have been a skin reaction possibly related to the product. From a clinical perspective, a casual relationship between the aloe vesta - aloe vesta protective ointment and this event is deemed possible because the product use is temporally associated with the skin where the problem occurred.

Manufacturer narrative:
Reported to the FDA on (B)(4) 2012.